Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial:19444124, batch: a000128706.

Event description:
Related manufacturer report number 3006705815-2023-02145. It was reported the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention occurred wherein the lead and ipg was explanted, and replaced, addressing the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.